Event description:
Additional information was received from a manufacturing representative. They had decided to turn the pump off and not replace it partially due to patient's age and because the patient did not have a lot of withdrawal or pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is no longer considered a serious injury as device replacement did not occur. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The patient returned to the pump manager healthcare provider (hcp) on (B)(6) 2017. The decision was made to stop the pump and not replace. The pump and catheter would remain implanted unless it gave the patient any future problems. The patient was elderly and anesthesia may cause greater problems than help. The pain was well managed with oral tramadol. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1500 mcg/ml dilaudid at a dose of 255 mcg/day prior to safe mode (9.7 mcg/day after safe mode) and 2.5 mg/ml bupivacaine at a dose of 0.4251 mg/day after reset (changed to minimum rate of 0.0162 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient came to the office for a regular refill appointment. The nurse interrogated the pump and saw ¿pump stopped due to safe mode¿. The pump was implanted on (B)(6) 2011. The representative went to the office and read the logs. The pump entered safe mode on (B)(6) 2017. The patient and wife both reported that they did not hear the pump alarm. The pump was located on the right gluteus. The pump alarmed while the representative and nurse were present, both of them heard the alarm. The patient and wife did not hear the alarm, they were both in their eighties. The patient reportedly had early dementia. Neither the patient nor wife reported any symptoms of withdrawal. Prior to the safe mode the patient was on 1500 mcg/ml fentanyl 255 mcg/day plus 2.5 mg/ml bupivacaine 0.4251 mg/day intrathecal. The pump was programmed to minimal rate 9.7 mcg/day of fentanyl and 0.0162 mg/day of bupivacaine. It was stated that the patient had early battery depletion. The logs indicated the reset occurred, reset occurred ¿ low battery, and pump in safe state occurred on (B)(6) 2017 at 10:33. Reset occurred and reset occurred- low battery occurred on (B)(6) 2017 at 08:04, 08:05, and 08:06. The catheter tip was at t10. The estimated elective replacement indicator (eri) was at 9 months. The patient reported no falls. The patient would be scheduled for a preoperative replacement consult the week of (B)(6) 2017. The patient¿s wife was not able to schedule while in the office because she did not have her schedule with her. The office phone nurse was to contact the patient¿s wife to schedule an appointment. The issue was not resolved at the time of the report and the patient status was alive with no injury. It was stated that surgical intervention did not occur and it was unknown if it was planned. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported.